Event description:
Boston scientific crm received information that this pacemaker was explanted due to a possible infection and/or allergic reaction. The right ventricular lead may need to be explanted in the near future.

Manufacturer narrative:
To date, the explanted device has not been returned to boston scientific crm. Should additoinal information become available an amended report will be submitted.